Event description:
It was reported by the sales rep that the endoplege coronary sinus, ep, balloon was found to be leaking at prep. The device was not used on a patient. No patient injury was stated. The ep was replaced with another ep and it was worked successfully.

Manufacturer narrative:
Device evaluation into root cause anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated and was found to be leaking at balloon inner lumen. Since the root cause of the reported defect could not be confirmed and this is an isolated incident no corrective action is determined necessary at this time. Instructions for use were reviewed and found appropriate. A device history review and there were no manufacturing nonconformances. The manufacturing of the endoplege coronary sinus cannula at the contract manufacturer has been discontinued. This device has been replaced by the next generation device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.